Event description:
On (B)(6) 2012, product surveillance (ps) contacted a peritoneal dialysis registered nurse (pdrn) regarding an unrelated alarm. During the conversation, the following information was reported. The pdrn stated the patient did not report any drain volumes to her that would meet increased intra-peritoneal volume (iipv) criteria. However, she stated that the patient is currently in the hospital for fluid overload. The pdrn did not know if the fluid overload was related to peritoneal dialysis (pd) therapy or if the patient was just absorbing the fluid. The patient was to stay in the hospital until the cause of the fluid overload could be determined. On (B)(6) 2012, product surveillance contacted the pdrn regarding the hospitalization. The following information was reported. On an unreported date, the patient experienced a membrane failure. In (B)(6) 2012, the patient had issues with not having any ultrafiltrations due to the membrane failure. On an unreported date, the patient had a break in aseptic technique described as a touch contamination. On (B)(6) 2012, the patient was diagnosed and hospitalized for bacterial peritonitis. Cause of peritonitis was a touch contamination. The patient was treated with gentamycin and vancomycin (dose, route, & frequency unknown). On an unknown date in (B)(6) 2012, the patient was discharged from the hospital. Retraining was not performed because peritoneal dialysis (pd) therapy will be discontinued and the patient will be switched to hemodialysis. The pdrn stated the peritonitis was unrelated to baxter solutions or disposables.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review was not performed. This report of use error - breach in aseptic technique is confirmed because the nurse reported there was a break in aseptic technique by the user described as a touch contamination. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.